Event description:
It was reported that during a device change out due to eri, insulation anomaly on rv lead was observed. The lead was capped and replaced. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.